Event description:
The customer received blood glucose readings of 112 and 20mg/dl from 2 contour next link meters. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer